Event description:
The customer reported intermittent issues with the operation of the cine functions. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The signal cable to the hard drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.